Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor was unable to plug into a belt due to bent pins on the monitor's receptacle. The root cause for the damaged receptacle could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.